Manufacturer narrative:
Based on the information provided by the provider/patient, there is no evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being file as a MDR since the provider/patient reported symptoms or physiological condition related to temporomandibular disorder (tmd).

Event description:
The provider/patient reported the following: pt complains of tmj pain on right side after putting in aligner #9.